Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: na, batch: ab2382. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy and was unable to the device into MRI mode. System diagnostic recorded high impedances on one lead. Surgical intervention was undertaken wherein system was explanted but the distal parts of the lead are still implanted. Additional surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.